Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on blue screen. The field service engineer (fse) found the unit's hard drive had failed, and a new drive was installed with the anesthesia 1.7.4 image, component manager 5.21, and remote smart service 4.12. The unit had originally been configured for wireless, but the facility did not have the required wireless account information. Due to time constraints, the unit was temporarily connected to a working ethernet port long enough to sync and verify functionality. The unit later required updated ip settings, but the operating room was occupied during the first attempt to finalize configuration. After returning later, wireless settings were applied successfully, and the unit connected while remaining plugged into the wall. Connectivity was verified, the device was cleaned, and no errors were observed. The unit remained functional but required final network configuration from the information technology team. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had device stuck on blue screen and was offline in rss. Customer attempted to power cycle the machine by turning it off for 30 seconds and then turning it back on, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.